Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 2 of 2.

Event description:
Impossible to fit into a 2.2 mm incision with the sleeve. No patient injury. No product available for evaluation.